Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the belt receptacle was broken from the monitor case, damaging internal wires. The cause of the constant gong alarms is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.